Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, (B)(4), severity is severe (s4). Occurrence = (B)(4). The risk is unacceptable per (B)(4). Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. However, as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: CAPA# (B)(4) has been initiated to address the issue.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port. The following information was provided by the initial reporter, translated from (B)(6) to english: "after injecting through the injection port, blood returned".